Event description:
The dual resolution dilutor (drd) nuts loosened during operation. This resulted in inaccurate delivery of sample and/or reagent during testing of samples. Twenty-four pt samples were affected. After service to the drd, all affected samples were retested. In only one case did the revised result alter the clinical interpretation. A "positive" screening result was revised to "negative." There were no reports of injury to any pt as a result of this issue.